Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. We were unable to confirm keypad unresponsive due to blank display. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, broken battery cap, and severely scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a cracked battery cap and compartment, and that the buttons were unresponsive. The customer's blood glucose level was 478 mg/dl. The customer reverted to and treated with manual injections. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.